Event description:
The hospital clinicians called us, and said that the respirator had stopped ventilating suddenly when it was on the pt, so they have put him in another respirator. We have brought the failed respirator with us to our factory and performed the following. I turned on the ventilator, it worked good. After sometime, when I put it in standby mode, I changed the mode of ventilation (p-cmv) to v-cmv) or any other type, the activation of the ventilation is not accessible, noting that the message (blower failure) disappears and the screen displays only the messages; (o2 low pressure) and tf-02). The indicator lights up in red at the bottom, and the top are flashing red with no ventilation (which is still inaccessible in any mode) and the ventilator is in standby mode. I turned off the ventilator, and turned it on again after an hour, so it worked properly without any problem. So it follows that the ventilator behavior is unpredictable and can fail at random and at any time, which makes it impossible to use as it should be used continuously in the intensive care unit resuscitation.